Event description:
The reporter stated that the surgeon was inserting a aa4203tl toric single piece silicone lens and the lens tore. The surgeon removed the lens without enlarging the incision. No patient injury.